Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer delivered a correction bolus and administered a manual insulin injection to address high bgs. At the time of the report, the customer had already changed the pump supplies, therefore, no troubleshooting could be performed with tandem technical support to determine a root cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.